Manufacturer narrative:
The failure is confirmed by the technician for cut cable through visual inspection. The damaged cable did not have exposed bare wires. Additional information.

Event description:
It was reported that the essx handpiece cord has a cut. No other event information was provided.

Event description:
It was reported that the essx handpiece cord has a cut. No other event information was provided.